Event description:
Patient was intubated and had a tube tamer in place. Tube tamer became slippery with patient secretions and allowed endotrachael tube to migrate out of trachea. Patient was bagged to maintain oxygen sats until md arrived to reintubate.